Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08562. It was reported that a stent damage occurred. The target lesion was located in a calcified and tortuous right coronary artery. Two 32mm x 3.00mm ion drug eluting stents were selected to treat the target lesion. However, during the procedure, it was noted that the tip of both stents were deformed. The physician was able to implant one of the stents to the rca and post dilatation was performed. The other stent was removed from the patient. No patient complications were reported and the patient was doing well post procedure.

Manufacturer narrative:
Ae or product problem corrected from product problem to both adverse event and product problem type of reportable event corrected from malfunction to serious injury age at time of event: 18 years or older (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08562. It was reported that a stent damage occurred. The target lesion was located in a calcified and tortuous right coronary artery. Two 32mm x 3.00mm ion drug eluting stents were selected to treat the target lesion. However, during the procedure, it was noted that the tip of both stents were deformed. The physician was able to implant one of the stents to the rca and post dilatation was performed. The other stent was removed from the patient. No patient complications were reported and the patient was doing well post procedure.